Event description:
It was reported that the patient presented to the emergency room after a patient alert was triggered. It was also reported that the right ventricular (rv) lead superior vena cava (svc) impedance was high. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: performance data regarding the lead was received and analyzed. Analysis revealed high superior vena cava (svc) resistance/impedance. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013 and daily pace lead trend data showed an increase for svc defibrillation impedance from a value of 54 ohms to a peak of 254 ohms between (B)(6) 2013. Concomitant products: 4196 implantable pacing lead (B)(6) 2012; 6725 adaptor (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the lead integrity alert was triggered for superior vena cava (svc) lead impedance beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was further reported that the patient presented with elevated sensing integrity counts and the lead integrity alert was triggered. The patient's right ventricular (rv) lead was subsequently explanted.